Event description:
It was reported that the implantable cardioverter defibrillator had an alert saying possible high voltage circuit damage detected. Programming changes were performed. The patient was in stable condition.